Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va074jr, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Additional information received reported the cause of the event was unknown. There were no abnormal impedance measurements. The issue was not due to programmer. No surgical intervention had occurred. Event was in (B)(6) and chart was not available. Battery was turned off before the event. It was unknown if the patient had required hospitalization due to the event. Patient had recovered without sequelae.

Event description:
It was reported that the patient was in the emergency room for seizures. It was noted that the patient went to turn off the implant and patient soon had a seizure after implant was turned off. The implant was turned back on but the patient had aphasia and was having a difficult time speaking but was cognitively there. It was difficult for the patient to get words out at that time. It was noted that this had occurred at 1am on the date of this report. Additional information reported that the manufacturing representative did not have any update. The device was left on and the neurosurgeon was informed of the emergency room visit. It was noted that he did not feel that this was deep brain stimulator related. Additional information was requested but had not been received as of the date of this report. Additional information received reported the healthcare professional did not feel the seizure was related to the deep brain stimulator because, the patient turns stimulation off and on all the time and had never had a problem before. Patient turned stimulation on every morning. It was noted that felt that if it was related to the deep brain stimulator this would have happened before. It was noted that this had only happened once per the staff talked to at the hospital. Manufacturing representative had no information about whether patient had a history of seizures but would contact the healthcare professional to inquire. Additional information received reported the patient had no history of seizures and she had never seen seizures related to a deep brain stimulator implant.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# va0bbpd, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# va074jr, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).